Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Manufacturer narrative:
An attempt to reproduce the issue was not performed as the issue was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). After thorough investigation we have found that unfortunately it looks like the device the customer is currently using for guardian connect app is not compatible. This device samsung galaxy a23, android 14 on mmm app 2.7 will not work as this os version is blacklisted. To assist with the resolution of the issue, we provided helpline team with the following steps. Disable cross-device service in the phone 1. On your android device, open settings . 2. Tap google, google devices & sharing (or all services on xiaomi devices), cross-device services. A. Or search ¿cross-device¿ from settings. 3. Make sure use cross-device services is off or disabled 4. Follow the instructions in minimed mobile app to establish pairing between pump and phone note: once pairing is completed, cross-device services can be re-enabled. However, if the connection is lost again, you will need to disable the cross-device function to re-pair. If this does not work, our best recommendation is to have the customer use a device that is on the compatibility list. The issue was confirmed by analysis of the logs that were collected for the time of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.